Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer reset the pump themselves, and technical support arranged for a replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.